Event description:
Event description boston scientific crm received information that one day after the implant procedure, this ventricular lead was unable to appropriately sense intracardiac signals as multiple pacing spikes were observed upon review of electrograms. It was also noted that the lead had displayed increased threshold measurements as compared to values obtained at the implant procedure. The lead sensitivity was increased and the lead was determined to be sensing appropriately. One day later, the lead was again suspected to be inappropriately sensing signals due to recurrence of the aforementioned clinical observations. The patient was noted to be asymptomatic. A chest x-ray was performed and the lead was determined to have become dislodged. During a revision procedure on the following day, the lead was successfully repositioned.